Manufacturer narrative:
(B)(4). Broken advancer. Eval summary: the analysis results found that the el5ml device was returned with the tip of the advancer broken. The instrument was cycled, a double feed issue was noted, and the subsequent firings resulted in pear shaped clips due to the advancer condition. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." The instrument locked out as intended, but the orange indicator was noted to be beyond of its intended position. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure the device would not fire and the clips fell into the pt. The clips were removed. Unk how the case was completed. No pt consequence. No further info is available. One device to be returned.